Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The bg was 448 mg/dl and the cgm was low. The patient was not feeling well, was irritated, and thirsty. Patient self-administered 2 units of insulin. The event occurred the day the sensor was inserted in the abdomen. At the time of the report no other details were documented. There was no report of medical intervention. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.